Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet after pausing the system due to a sensor issue, with subsequent delayed automated corrections upon resumption and user-driven overtreatment resulting in alternating low and high glucose before stabilizing with oral carbohydrates. Symptoms included lethargy, shaking, and hypoglycemia. Outcomes included the need for urgent treatment of low glucose using oral carbohydrates and remote troubleshooting and education, without hospitalization. Investigation included customer interview, device-use review, and troubleshooting guidance. Investigation of this case revealed user overcorrection of hypoglycemia and system pausing that contributed to glycemic variability, with no confirmed device malfunction. It was concluded that the event was related to use conditions, including sensor issues, pausing of insulin delivery, and overtreatment of lows, and that the device performed as designed once resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.